Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to flattened escape, up, down and act button dome switch (no crease) and partial unlocked keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced enhance sensor system and excessive no delivery test or verify failed battery test and motor error alarm due to buttons not responding. Motor passed motor test.

Event description:
The customer family member reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 307 mg/dl. The customer was assisted with troubleshooting. The customer stated that they received failed battery alarm. The customer received failed battery test. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis